Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic repair of bilateral inguinal hernia, the surgeon discovered that the structural balloon trocar was defective. The balloon was not inflating. The balloon was replaced on surgical field. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon discovered that the structural balloon trocar was defective. The balloon was not inflating. The balloon was replaced on surgical field. There was no patient injury.